Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the yaw pulley. There was no damage found to the conductor wire. The instrument passed an electrical continuity test.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed a burn mark at the tip of the maryland bipolar forceps (mbf) instrument. The procedure was completed with no reported injury.